Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are three associated devices for the reported event. The first insertion kit is addressed under manufacturer report number xxxx. The second insertion kit is addressed under manufacturer report number xxxx. The pump (impella cp) is addressed under manufacturer report number xxxx.

Event description:
The user facility that during insertion of an impella cp on a 75 year old male patient for cardiomyopathy, once the dilator was removed, the sheath kinked to two areas. The sheath was then exchanged for 13cm peel away. However, it was unable to track tortuosity in iliac despite using buddy wires and buddy catheters and as a result, the short peel away cracked inside body. This sheath was exchanged for another 25 peel away sheath and the pump was able to be advanced with 25cm peel away and buddy wires. The long peel away was not fulling hubbed against skin to prevent kink again. The patient survived the procedure.

Manufacturer narrative:
Correction: e4. H11 did not include related MFR numbers in the initial report. The investigation of the reported failure mode has been completed. No product was received for evaluation. This complaint addressed the issue with the second utilized 14 fr x 13 cm peel-away sheath. Product damage (introducer kink): clinical details indicate that the patient¿s tortuous and calcified iliac anatomy contributed to difficulties with multiple introducer sheaths. The initial 25 cm peel-away sheath kinked in two areas after the dilator was removed. A subsequent 13 cm peel-away sheath cracked inside the body when tracking through the tortuous vessel. The cause of the introducer kink was most likely related to challenging patient anatomy; however, the exact product damage could not be verified without returned product investigation. There are three associated devices for the reported event. The first insertion kit is addressed under manufacturer report number 1220648-2025-49341 the second insertion kit is addressed under manufacturer report number 1220648-2025-49343. The pump (impella cp) is addressed under manufacturer report number 1220648-2025-49342. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Correction: e4. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.